Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 - annex g. Investigation ¿ evaluation: it was reported that prior to use, the coating separated from the inner core at the distal end of the hiwire nitinol hydrophilic wire guide. The user removed the device from the intact package and observed the coating at the distal end of the wire guide was damaged. The coating was activated prior to removing the wire guide from the holder. The coating was activated using saline. Per provided image, the coating was observed to be separated from the inner core of the wire guide. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. The complaint device was returned to cook for evaluation. Upon visual inspection, approximately 3 cm of the wire guide jacket was missing, exposing the metal guide. The wire guide is assembled and packaged by a supplier to cook who carried out an investigation as well as cook. The complaint device was reviewed by the supplier who noted the wire guide presented a ductile tensile overload fracture involving both the polymer jacket and the core wire, resulting in exposure of the metallic core wire. Additionally, bend damage was noted proximal to the core wire fracture/shear damage limit. The supplier concluded the damage observed is a result of exerting excessive force while attempting to remove the wire guide from a dispenser that has not been properly hydrated and to bend and/or fracture the core, the wire guide would need to be subjected to significant force/ mishandling. It was reported the coating was activated prior to removing the wire guide from the holder using saline. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that handling factors have contributed to the event as reported. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify any potential non-conformances prior to distribution. A review of the dhrs for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search identified no other events reported for the related failure mode. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: "instructions for activating hydrophilic coating the hydrophilic coating on the wire guide is activated by immersion in sterile water or sterile saline solution. 1. Prior to using the wire guide, fill a syringe with sterile water or sterile water or sterile saline solution and attach it to the flushing port on the wire guide. 2. Inject enough solution to wet the wire guide surface entirely. This will activate the hydrophilic coating." Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded a cause of the complaint cannot be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1 - phone number: (B)(6). H3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that prior to use, the coating separated from the inner core at the distal end of the hiwire nitinol hydrophilic wire guide. The user removed the device from the intact package and observed the coating at the distal end of the wire guide was damaged. Per provided image, the coating was observed to be separated from the inner core of the wire guide. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, d4, d9. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 11nov2025. The coating was activated prior to removing the wire guide from the holder. The coating was activated using saline.